Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested but unavailable: it was reported that the suture was repeatedly broken during the process of suturing, could you please confirm whether the same suture broke multiple times or if more than one suture broke during this surgery? Please provide the product code and lot number:

Event description:
It was reported that a patient had pain and bleeding in the left back of the foot from trauma and underwent surgery on (B)(6). 2023 and suture was used. During the procedure, the doctor performed debridement and suturing for the patient, and the suture repeatedly broke while suturing. The surgeon continued to use the suture to complete the stitching. There were no adverse patient consequences reported. Additional information was requested.